Event description:
It was reported that revision surgery was performed. Devices are believed to have been implanted in 2004.

Event description:
Revision surgery was performed due to pain and reported femoral neck thinning.